Event description:
It was reported that the electrode impedance was out of range. Contact 0 and 3 were at 35 ohms. There were no signs or symptoms. Severity was mild. The event was ongoing with no further action needed.

Event description:
Additional information received reported the contacts with out of range impedances were not being used on the patient at the time and the patient was asymptomatic.

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # j0206355v, implanted: (B)(6) 2002, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).